Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high threshold and poor sensing was not confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. X-ray examination of the lead found stretched helix and overtorqued of the inner coil in adjacent to the connector boot region consistent with the procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event of a helix mechanism issue was isolated to the stretched helix in the helix region. Electrical testing did not find any conductor fracture but a short was noted due to over torqued inner coil consistent with procedure damage.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the hospital for a routine follow up, high capture threshold was observed on the atrial lead. Poor lead fixation, parameters and sensing were also noted. During the lead repositioning procedure, the lead helix was damaged and could not be retracted or extended. The lead was explanted and replaced successfully. The patient was stable.